Event description:
It was reported that recalled images from a pt were intermittently pulled from other pt images on the drive (data mix error). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.